Event description:
Info received via email is indicated as follows: "when placing rectal tube for pt - we ended up using 3 rectal tubes since the first two were defective. There was a hole directly above the "autofill valve" so after you instill the water - when you unhook the syringe, the water would "shoot out" of this random hole - both tubes defective. The 3rd tube worked and no hole above the valve".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is also reported that the rectal tubes were unable to be saved since the staff felt that they were contaminated and should not be saved. No sample was available for eval. Final quality eval was performed on 02/13/2014 and an investigation was performed by the third party MFR, (B)(4), on 02/12/2014 based on the review of the device history records and retained samples. Summary of the investigation is as follows: reviewed device history records (DHR's). Reviewed retained samples from each lot ID in question. During the review of the DHR's and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. In conclusion, the supplier confirmed that the retained samples met the product quality specifications. No further action is required from the supplier. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. No additional info is expected. .